Event description:
It was reported that the patient had an ambicor penile prosthesis implanted that is now malfunctioning and not properly inflating on one side of the cavernous body. It is unknown if the issue was resolved. Several months later, a physical examination, there was erosion of the right cylinder that was contained by skin on the upper extremity. A malfunction of the left cylinder was also noted. A revision surgery was requested to prevent a complete erosion.

Manufacturer narrative:
B3 date of event: unknown. Investigation summary: based on the information available, the cause that contributed to the reported device mechanical issue, inflation issue and erosion could not be established as the product is not available for analysis. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation of device mechanical issue, inflation issue and erosion cannot be confirmed. Labeling review: a labeling review was performed and according to the app instruction for use document, erosion and mechanical malfunction are documented as an adverse event. Also there is no evidence that the device was used or handled improperly. Investigation conclusion: based on this investigation the conclusion code of known inherent risk of device has been chosen.

Manufacturer narrative:
Date of event: unknown. Investigation summary: as the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. Device history record (DHR) : the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had an ambicor penile prosthesis implanted that is now malfunctioning and not properly inflating on one side of the cavernous body. It is unknown if the issue was resolved.